Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, when switching to tether mode, the device dislodged. The device was retrieved and the implant was abandoned on (B)(6) 2026. There were no patient consequences.